Event description:
It was reported that the insulin pump has a cracked and scratched lcd display screen. Customer's blood glucose reading was 226 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. (B)(4)